Event description:
Customer returned product because they found the product pouch (sterile barrier) to be unsealed. No patient was involved, open seal was noted during preparation for procedure. Customer returned the entire lot minus 4 units that were reported to have been discarded because the seals were noted to be open.